Event description:
It was reported that the lead was explanted, due to capture anomalies and high thresholds. It was also noted that the stylet would not pass through the lead.

Manufacturer narrative:
H3. Evaluation summary. Analysis did not confirm the field experience of a capture anomaly and high thresholds. The lead was found to exhibit normal electrical characteristics. Analysis confirmed the field experience with a stylet insertion anomaly. Stylet insertion was blocked at the connector pin due to dried body fluid.